Event description:
Customer reported that unit was turned in to biomed stating unit went into standby on its own, while on a patient and didn't trigger that patient was connected and stayed in standby mode. Unit was removed without patient incident. Customer states there aren't any error in the log. Customer states flow sensor was just replaced.asked customer if they have confirmed reported issue and have been able to duplicate issue. It was reported that the customer has not attempted to duplicate the issue. Customer states he will test unit, attempt to duplicate, and call back in if further assistance is needed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16531.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.